Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1700004. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not working during laparoscopic cholecystectomy. The doctor explained that the first clip was fractured on delivery. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1700004 was manufactured on 11/06/2017 a total of (B)(4). Lot was released on 11/10/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the rotation tab is bent. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clips fired. Several more attempts were made and no clips were fired. The bent rotation tab could lead to loading issues and could potentially cause a clip to break if the clip gets stuck in the rotation tab. However, since no clips were returned, this could not be confirmed for the returned device. The device other remarks: was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip broken/fractured on delivery" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was returned with a bent rotation tab which could lead to loading issues and could potentially cause a clip to break if the clip gets stuck in the rotation tab. However, since no clips were returned, this could not be confirmed for the returned device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that the clips were not working during laparoscopic cholecystectomy. The doctor explained that the first clip was fractured on delivery. There was no reported patient injury.